Event description:
The ex-breathe atomizer included in the asthmanephrine package has failed on me a repeated amount of times although I have followed the cleaning instructions as per the instruction manual. This is the 5th of these atomizers I have had to purchase in under a year and the device gets used maybe twice a month. This last time I was in the middle of an asthma attack and the device would not work. Luckily my neighbor who has asthma was home and had a ventolin inhaler I was able to use before attempting to drive myself to the emergency room. This product should be removed because asthma is a life threatening disease in some cases and this company, who lobbied congress and yourselves at the FDA to make cfc inhalers illegal because their patent ran out, is presenting this as a rescue device. I can only imagine how many people have wound up in the hosp or possibly died because of this. But, alas this device is useless and should have never been sold, you personally at the FDA are just accomplices in this ill hearted attempt to maintain a monopoly on otc asthma medication this company has. How could you have possibly approved this device to be used that does not work when they had a perfectly fine primatine inhaler.